Event description:
I represent a girl who suffered a t-8 compression fracture. She underwent a kyphoplasty procedure where this product was placed in the area of the fracture. She is now paraplegic. The allograft material was found not in the mesh bag, but in the spinal canal, severely displacing the cord.